Manufacturer narrative:
The device remained implanted. A photograph of the label and an angiogram of the implanted stent were received for evaluation. The angiogram concluded that the device was longer than the intended 40mm (approximately 100-120mm) length. The label was confirmed to read 40mm in length; therefore the labeled length was incorrect. The complaint investigation concluded that the device was mislabeled. A CAPA was opened. Further evaluation of the incident concluded that during a re-work labeling process, the devices labeling was mixed with another device's labeling. A field action was initiated. The other device was retrieved from the hospital and a verification that the two labels were mixed was done. This device was labeled (B)(4); lot 05180062. Additional corrective actions were taken and were reported to FDA on. The patient's age, sex and weight were not known at the time of this report. A supplement will be sent when the information is received.

Event description:
A stent labeled 40mm in length deployed to 100mm or more. The physician was treating a lesion in the distal sfa and only needed a 4x40mm stent. Once the stent was deployed, the physician saw that it deployed to 100mm or more. It was reported that the stent was left in place and there was no effect to the patient.